Event description:
A customer contacted beckman coulter inc (bci) regarding a lab info system (lis) interface failure to receive and mishandling of received data. The red blood cells (rbc) morphology from a pt sample was posted onto another pt's results at the lis. This occurred after the initial specimen results failed to transmit to the lis and customer attempted a manual transmission, but it failed to transmit. The instrument screen and printouts appears correctly. The next specimen that was run posted to the lis with incorrect rbc morphology that was from the original sample that failed to transmit. All other results and flags appeared correct. Based on the info available, there was no affect to pt or user.

Manufacturer narrative:
The problem was duplicated by selecting the initial sample that failed to transmit (that was still in the workstation database) and manually transmitting it to the lis. Once again this specimen did not transfer. The next specimen analyzed had the (incorrect) flag from the initial specimen posted with the correct results. As per bci development engineer, after viewing the directory files, it looked like everything was in order. He believed the problem to be on the lis end, both the failure to receive the first sample, and any mishandling of the received data with the second. Field service engineer (fse) filed cf and collected data. The problem is likely with their lis interface failure to receive and mishandling of the received data; however, a clear root cause has not been determined for this event to date. A malfunction will be assumed for the purpose of this report.